Event description:
Initial result for a patient sodium was 77.25 mmol/l. When repeated, the result was 140.0mmol/l. The incorrect result was not reported. The field service rep found the mix tower was not draining and repaired the instrument by replacing a valve.